Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance after a cerebral infarction. The cerebral infarction is not believed to be related to the device. A review of the recipient's test data indicated impedance issues; despite device testing within normal limits. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy (sem) analysis of the electrode wires revealed cracks in the parylene coating insulation. It is believed that the failure of the implantable cochlear system (ics) device was confirmed; however, the root cause of the failure was unable to be determined. This is the first observed occurrence of this issue, advanced bionics will continue to monitor for failures of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.